Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited a high capture threshold and high pacing impedance. Despite multiple repositioning attempts, these issues persisted. The rv lead was not used and was replaced on (B)(6) 2025. The patient was in stable condition.